Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2025-02158. Please reference file mrn 3012307300-2025-03452 for all details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when blood was used, the bag was not emptying completely in the h2 pressure chamber. There was a delay in the administration of a massive blood product transfusion protocol because the nursing staff had to use their hands to complete the administration of the products under pressure since the compartment (pressure chamber) did not exert sufficient pressure to complete the blood pellets. Approximately 100 ml of un-transfused blood product remained with compartment pressure. There were unknown patient harm or adverse events reported as a result of the event.